Event description:
An altitude alarm was reported on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. The technical support team advised cleaning the pump's speaker holes and reconnecting the cartridge. After these actions, the customer successfully resumed insulin delivery, and no further alarms occurred. The pump returned to normal operation, and the customer received guidance on preventing future altitude alarms.